Event description:
It has been reported to us that during the procedure, the tip of the guide catheter separated from the shaft and remains inside the patient. The physician inserted the catheter into the patient's left internal mammary artery graft to perform cannulation of the vessel. The physician engaged the guide catheter with no issues. The physician then noticed that the guide catheter had kinked. The physician attempted to remove the guide catheter and pulled back and the guide catheter tip separated from the shaft. The physician was unable to locate the tip of the guide catheter inside the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.